Manufacturer narrative:
The driver 9735023 solera 5.5/6.0 mas was returned to the manufacturer for analysis. After visual/physical examination, it was determined the returned driver is not bent or bowed and has no apparent physical damage. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case, the site was having issues with the driver going in and out of visibility when placing the screw. It was noted the driver would hop in and out of patients anatomist on the screen and not just directly straight down. There were no errors with tracking details or spheres. The site was able to interchangeably use another driver and it worked just fine for the case. It was known that the driver was bowed/ bent. Patient was present at the time of event and there was no patient impact correlated with this event.